Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include degradation problem identified. The most probable cause of the complaint is categorized as cause traced to component failure, as expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope exhibited the glue on the tip of the scope was coming out. There were no reports of patient harm.